Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a correction bolus via pump to address their bg level. Customer continued to use the pump for insulin therapy.